Event description:
It was reported that the cot would not release from the fastener and that a user was hurt while trying to release the cot. No specific injury or treatment details have been provided at this time.

Event description:
It was reported that the cot would not release from the fastener and that a user was hurt while trying to release the cot. No specific injury or treatment details have been provided at this time.

Manufacturer narrative:
The section h codes have been updated to reflect the completed investigation.